Event description:
Follow up identified the patient's leads were not revised. However, the patient's scs system was reprogramed and the reported issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not been using the system after a fall in (B)(6) 2017. The patient stated the scs system's stimulation changed, she experienced a tingling sensation down both legs and the therapy was no longer effective. Follow up information obtained identified the patient's lead was reportedly fractured. Surgical intervention may be taken as the next course of action.